Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the fms duo+ pump/shaver combo -ns stopped working and run stopped light was blinking. Per operational and diagnostic testing, the reported failure was confirmed. During evaluation, it was identified that the irrigation door broken which produced that the inflow pressure was not functioning; therefore, it was replaced. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The root cause of the damaged on the door can be attributed to a drop of the unit or mishandling. Also, it could be related to lack of maintenance as well as rough use by the user. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by sales representative via service request that the 4580 fms duo+ pump/shaver combo -ns stopped working and run stopped light was blinking. No patient harm, no delay, completed with a different fms duo pump. The device is available to be returned for evaluation.